Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 62.00 mg/dl compared to readings of 399.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection of the sensor patch revealed no observable issues. The watermark at the base of the sensor tail confirmed proper insertion. Sensor data was successfully downloaded using approved software. The sensor was found to be in sensor state 7 with event log 11, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Additionally, event log 225 (user interface persistent data error) and event log 231 (bluetooth low energy program integrity check failure) were observed. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. The sensor battery was measured and found to be within specification. A source measurement unit (smu) test was conducted to verify electronic functionality. The sensor passed all tests, including poise voltage and thermistor checks, confirming it was capable of accurate glucose readings. An extended investigation confirmed that all smu, poise voltage, and temperature tests passed and met the required specifications.. A review of the device history records (dhrs) verified that the sensor passed all manufacturing and release tests. The occurrence of event codes 225 and 231 appears to be isolated and consistent with routine sensor use. There is no indication that the product allowed unauthorized device access, and no product non-conformance was identified. The passing of all functionality tests confirms that the sensor¿s electronics and performance were not compromised. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device mfg date) was updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 62.00 mg/dl compared to readings of 399.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 62.00 mg/dl compared to readings of 399.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction as section g3 (date received by mfg) in follow-up #1 deemed invalid. The correction has been made. Sensor 0hrd2mzkc has been returned and investigated. A visual inspection of the sensor patch revealed no observable issues. The watermark at the base of the sensor tail confirmed proper insertion. Sensor data was successfully downloaded using approved software. The sensor was found to be in sensor state 7 with event log 11, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Additionally, event log 225 (user interface persistent data error) and event log 231 (bluetooth low energy program integrity check failure) were observed. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. The sensor battery was measured and found to be within specification. A source measurement unit (smu) test was conducted to verify electronic functionality. The sensor passed all tests, including poise voltage and thermistor checks, confirming it was capable of accurate glucose readings. An extended investigation confirmed that all smu, poise voltage, and temperature tests passed and met the required specifications.. A review of the device history records (dhrs) verified that the sensor passed all manufacturing and release tests. The occurrence of event codes 225 and 231 appears to be isolated and consistent with routine sensor use. There is no indication that the product allowed unauthorized device access, and no product non-conformance was identified. The passing of all functionality tests confirms that the sensor¿s electronics and performance were not compromised. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.